Event description:
Related manufacturer reference number: (B)(4), related manufacturer reference number: (B)(4). It was reported, that via a review of x-ray. The leads were found dislodged, due to the patient twiddling the device. And the leads had bunched up. The right atrial (ra) and the left ventricular (lv) leads were no longer capturing. Both the ra and the lv leads were extracted and replaced. The right ventricular (rv) lead was also replaced, but the lead was capped, due to difficulty removing. The helix would not retract. There were no adverse health consequences to the patient.

Manufacturer narrative:
The reported event of dislodgment and failure to capture was not confirmed. As received, a complete lead was returned for analysis. Visual inspection and x-ray examination of the lead found no anomalies except damage, consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. The double bend height was measured within specifications.

Event description:
Related manufacturer reference number: 2017865-2024-70655. Related manufacturer reference number: 2017865-2024-70656. It was reported that via a review of x-ray, the leads were found dislodged due to the patient twiddling the device and the leads had bunched up. The right atrial (ra) and the left ventricular (lv) leads were no longer capturing. Both the ra and the lv leads were extracted and replaced. The right ventricular (rv) lead was also replaced on (B)(6) 2024, but the lead was capped due to difficulty removing it, as the helix would not retract. There were no adverse health consequences to the patient.